Event description:
It was reported that an unspecified number of walgreens thin insulin syringes in the box had short needles, while others had longer needles. The following information was provided by the initial reporter: "stated, some needles are long and some are short".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: h6: investigation summary customer returned a total of (9) 1ml syringes. Visual inspection found that 3 syringes had cannulas that were bent slightly to one side. Further inspection of these syringes found that their cannulas appeared longer than anticipated. Observing the neck/needle hub of the syringes found that the needles themselves seemed to have been pulled upward above their intended location. Additionally, a 4th syringe was noted as having no cannula at all. The remaining 5 samples did not feature any defects. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta found that the needles were dislocated from their intended location in the syringe. Root cause cannot be determined without batch information.

Event description:
It was reported that an unspecified number of walgreens thin insulin syringes in the box had short needles, while others had longer needles. The following information was provided by the initial reporter: "stated, some needles are long and some are short"